Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011; inratio: 1.5; re-test: 3.0. Pt self tester stated got 1.5 inr on their first test and repeated test with new finger stick and got 3.0 inr. Pt reported milking the finger when doing the first test; she had a hard time getting the blood sample out.